Event description:
It was reported that the customer has passed away in a hospital. The cause of death was spinal fracture, sepsis, and pneumonia. The customer was hospitalized on (B)(6) 2015. The caller stated that the customer had heart attack in (B)(6) of 2014. Then, she had a compression fracture of the spine. The customer had kidney failure and heart disease. Her blood glucose at the time of death was above 400 mg/dl. She was not wearing the insulin pump at the time of death; it was removed right before she lost consciousness. The caller stated that the insulin pump was removed from the customer seven to eight days prior to death by the doctor's orders, due to safety and illness. The customer did not use sensors the caller agreed to return the insulin pump for analysis. The caller did not have the insulin pump at the time of death so the insulin pump information could not be verified. The information used on this medwatch report is for the last known insulin pump issued to the customer.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, a cracked reservoir tube and tube lip and window, minor scratches on the display window, a missing end cap sticker and a cracked case near the display window corners were noted during the visual inspection. The insulin pump history showed that the date ended on (B)(6) 2015. Between the dates of (B)(6) 2015 the daily totals were 21.0 units to 32.0 units of insulin per day. The daily bolus totals were 2.1 to 14.1 units and the basal totals were 18.4 units to 18.9 units per day.

Manufacturer narrative:
This report is provided because additional testing was performed on the device after our device evaluation medwatch was submitted. The additional device evaluation data is provided below: the insulin pump passed the delivery volume accuracy test.